Event description:
Reporter alleged obtaining discrepant glucose results in the 570-579 mg/dl range, in the 270-279 mg/dl range, in the 90-99 mg/dl range, and in the 80-89 mg/dl range on advantage system 1 compared back to back with a result of 102 mg/dl on advantage system 2 when all tests were performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549948, expiration date 01/31/2009). Reference medwatch report is for the suspect device used in system 2.